Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and low impedance following an unrelated procedure. The lead was found to have a vegetative growth from an infection originating outside the ICD system. The system was explanted, and the patient was in stable condition following the procedure.